Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s continuous glucose sensors were unavailable for pickup, and the user, operating the ilet with fsl3+, transitioned to run mode with manual blood glucose entries every 6 hours; hyperglycemia up to 520 mg/dl occurred, the device alerted appropriately for sustained high glucose, and the user later disclosed taking a dose of long-acting insulin, after which they were advised to disconnect from the pump for at least 24 hours and resume later, with education and troubleshooting completed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no assistance required, and no hospitalization. Investigation included technical support review, user coaching on run mode bg entry cadence, confirmation of alerting behavior above threshold, pump calibration guidance, and follow-up attempts. Investigation of this case revealed the device functioned as designed with appropriate high-glucose alerts, and that the event was associated with sensor unavailability and the user¿s administration of long-acting insulin while using the system, which necessitated pump disconnection to avoid insulin stacking. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors including interruption of cgm supply and concomitant long-acting insulin use while on the system. Provide: case type- bg run - does not start a new sensor - troubleshooting & education completed - 23 - high glucose - 520 - subcutaneous insulin (pen). Provide: what was the admission date? Unknown. Provide: hq treatment, troubleshooting and education completed. User instructed to disconnect after long-acting insulin and to wait at least 24 hours before reconnecting. Provide: healthcloud case number - unknown. Provide: healthcloud case number - unknown. Provide: name of the facility user was taken to? Not applicable "records".